Manufacturer narrative:
(B)(4). Batch #: t92h35. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the handpiece housing broken and visibly open? Or is the handpiece housing just cracked/damaged? Investigation summary: the device was received with no apparent damage. No cracked nor damage was seen at the housing as reported. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the inner core of the handle broke. Changed to another device to complete the surgery. There was no patient consequence reported.